Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 12/29/2021, it was reported by a sales representative via phone that an ar-8998t nano swivelock would not deploy eyelet and anchor into the bone tunnel surgeon had previously created. Surgeon tried multiple times to screw in the implant but eyelet and anchor would not release from driver. This was discovered during an ucl internal brace procedure on (B)(6) 2021. Nothing broke inside the patient and surgeon was able to complete case successfully without further issues by using a new ar-8998t from a different lot number.